Event description:
While the physician was using the ia handpiece he saw a few white specs coming out of what appeared to be the handpiece. The phaco machine ia handpiece and accessories were contained. The manufacturer alcon was contacted and scheduled to inspect the machine.